Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient started treatment with cefepime (1g, frequency, duration, and route not reported), ciprofloxacin (250 mg, frequency, duration, and route not reported) and amikacin (250 mg, frequency, duration, and route not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.